Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and there was suspected vegetation on both leads. The system was explanted. The patient was stable throughout the procedure and throughout the hospital stay. The device and leads will not be returned for evaluation.